Event description:
On 18-feb-2026, it was reported by a sales representative via (B)(4) that an ar-6527-07 capsule blade is dull and had trouble cutting through the capsule. Noticed during a case but able to be completed with no patient effect. Additional info provided 3-mar-2026: device swapped for ar-6527-02c and case completed with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.